Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from patient support, approximately 3 years and 9 months post tmvr with a 29mm sapien 3 valve, the valve showed severe stenosis on echo. At the time, patient mentioned having symptoms of swelling and shortness of breath. As a result, a valve and valve procedure was completed with a "31mm bioprosthetic valve".

Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 device code, type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigations, stenosis events for the sapien 3, sapien 3 ultra, sapien 3 ultra resilia valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The stenosis has been confirmed based on the information available to date. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.